Event description:
It was reported one of the blades broke during a colectomy. No patient impact; the fragment was recovered but not conserved by the hospital.

Manufacturer narrative:
(B)(4): one of the scissor blades is broken at the proximal pin hole level. The broken fragment has not been returned. The observation of the breakage area has revealed a corroded zone. No material or manufacturing defect has been highlighted on the returned instrument. The observation of a corroded area in the breakage zone indicates the existence of a preexisting crack that could have weakened the instrument and lead to the reported incident. The cause of the crack cannot be determined because multiples origins are possible.